Event description:
As per reported by the distributor base hospitalar, the pt underwent a surgical procedure for placement of prosthesis in total knee scorpio 2009. Some time after the surgery, the pt complained of pain and consulted another doctor. He informed that the prosthesis was defective and therefore requested a revision of the prosthesis in question.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 7115-0005, lot# lymmke, description: series (B)(4) standard tibia. Cat# 72-13-0508, lot# 27544801, description: scorpio total knee ps tibial bearing insert. It cannot be determined which, if any of these devices may have caused or contributed to the event.